Event description:
Patient reported water ingress in the infusion device. Patient stated that water comes out of the button area; not the cartridge area. Patient reported she is unsure if water is coming out of the battery area. Patient stated that no buttons on the infusion device are responsive now. Patient stated she did attempt a new battery but the device was still wet at that point and she knew it would not work. Patient reported the issue is constant and the buttons are not flat; does not work if pressed hard. Patient stated the issue began today after it had been submerged in water. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Device was not returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.